Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Electrode 8 read as open circuit. Dissection revealed conductor wire 8 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported noise issue. Electrodes 1-7 and 9-10 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of fractured conductor wire remains unknown.

Event description:
During a premature ventricular contractions (pvc) procedure in the right ventricle (rv), noise issues with the ep catheter resulted in a procedural delay. The cs catheter egms were noisy and then improved some. The cs catheter was left in the ra/svc junction. Multiple pvcs were observed so the mapping catheter was inserted into the right atrium (ra) to prepare for mapping. Egms on the mapping catheter were noisy as well. All connections were checked. The mapping catheter cable was replaced but the issue persisted. The claris and ensite were turned off and on again but the noise issue continued. All ECG connections were checked and the rl and ra patches were replaced and changed to claris ECG only but the issue was not resolved. Returned to ensite ECG and replaced the mapping catheter but still no improvement. The physician moved the mapping catheter into the right rv and the noise issue was resolved. After ablation was completed, the physician pulled the mapping catheter back into the ra and the noise returned. On fluoroscopy, the mapping catheter was adjacent to the cs catheter so it is thought that maybe the noise issue is related to the cs catheter. The procedure was completed with no adverse consequences to the patient.